Event description:
Hyalgan injection into left knee. During injection, the glass prefilled syringe failed and the glass blew out of the side. No one was injured and the needle was kept in place. A new syringe was used with hyalgan injected without difficulty.====================== health professional's impression======================physician stated the aspiration was fine but as soon as he applied pressure to begin the injection, the glass broke. It did not come off the hub, but broke on the side.